Event description:
It was reported that the patient with this pacemaker stated something was wrong with the device. The patient further explained that the device was implanted incorrectly and that the wires were "electrocuting" parts or nerves in the heart, causing chest discomfort and a burning sensation. Additionally, the patient noted that the device was using excessive energy and was nearly depleted after only a year and a half, despite an expected lifespan of 10 years. The patient was referred to a physician. Subsequently, this device was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker stated something was wrong with the device. The patient further explained that the device was implanted incorrectly and that the wires were "electrocuting" parts or nerves in the heart, causing chest discomfort and a burning sensation. Additionally, the patient noted that the device was using excessive energy and was nearly depleted after only a year and a half, despite an expected lifespan of 10 years. The patient was referred to a physician. Subsequently, this device was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: device codes and h6: device codes.